Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), requesting assistance with setting the lcg usage center of the endoscope reprocessor. It was reported, the user changed the lcg usage counter, and the disinfectant replacement indicator blinked constantly even after changing the lcg. During troubleshooting, user was walked through the steps to reset the lcg usage counter to 35 cycles and 5 days. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the disinfectant solution counter issue was caused by user error without device malfunction. Olympus will continue to monitor field performance for this device.